Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad on the proximal part was damaged and dropped off. The other part was in good condition. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.